Event description:
It was reported though a va deep brain stimulation study that the pt expired. The pt's spouse found the pt in the bathroom with head and arms partially in bathtub. An autopsy is planned. A follow-up report will be sent when additional information becomes available.